Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was inflated thrice at 6 atm during first inflation and at 8 atm on the second and third inflation. Hence, balloon rupture was observed at the third inflation. The procedure was completed with another of the same device. There were no patient complications.